Event description:
It was reported there was no output from the ventricular chamber. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the heart lead flextape was out of specification. It was also noted that the upper and lower cases were broken, the display lens and battery drawer were broken, the ring cover and two side bail covers were broken, the battery contacts were compressed, the ring was missing, two side bails were missing/bent, and the keyboard was cosmetically damaged. (B)(4).